Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increasing pacing impedance measurements. The measurements all were within acceptable parameters. The thresholds had also increased. Surgical intervention was taken to cap the lead and explant the device. A new system was successfully implanted. No additional adverse patient effects were reported.